Event description:
It was reported that the patient had an "allergic reaction." It was stated that the patient had redness, swelling, and the site was "very painful to touch on the right side near the implantable neurostimulator (ins) and traveling up body to arms. It was noted that the symptoms occurred 24 hours after implant. The patient reportedly had swelling on the right side of the body "starting at the ins site traveling to upper side and arms." It was noted that the patient was in the emergency room yesterday and "will be heading to the emergency room" the day of the report because it was "so painful." It was further noted that the patient had an appointment with the healthcare provider on the monday prior to the report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).